Event description:
In 2009, pt reported, she was experiencing erratic blood glucose. She stated sometimes she will have elevated readings. She also stated, she has been sick since the previous month and states readings have been higher than normal. Pt's target blood glucose is around 120 mg/dl. Pt reported her readings will be between 200 - 300 mg/dl when her blood glucose is elevated. She stated, the last time she had an elevated reading was the following month, and she gave herself a correction bolus of 10 units plus 2.8 units for her breakfast, which was a total of 12.8 units. Pt reported, she noticed an air bubble the day after the higher readings. She states after she primed the air bubble out of the insulin cartridge, her blood glucose returned to normal. Advised her that air bubbles can cause elevated blood glucose concerns. Pt reported she experienced a low blood glucose of 59 mg/dl twelve days later, and drank juice to bring it up. She stated, her blood glucose returned to normal about an hour later. Verified pt has been working with her doctor to adjust her basal rate. She stated, her rates were last adjusted about 5 months ago. Pt reported she last changed her infusion adapter about 3 months ago. Reminded her to change adapter every 10th cartridge change. Pt reports there are no leaks in the system and no blockage or error messages. Reviewed proper insertion technique. Pt is scheduled to meet with her doctor to adjust basal rated. Submitted request for additional training. On follow up call the month after event, pt reported her doctor advised her basal rates need to be adjusted. She stated since these have been adjusted her blood glucose has returned to normal range. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.